Event description:
The reporter stated that pump showed that delivery had occurred however the syringe had not moved. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The unit was flow tested and performed within specifications. There was no damage or contamination found that would result in this complaint. Pump history is not available as the unit's software does not support a history download. The unit was upgraded to 1.41 software and hypertronics cable subassembly as requested by the customer. Medex was unable to confirm the customer's issue or determine the cause. The pump has been returned to the customer. No additional action necessary at this time. Medex considers this MDR closed with this report.